Event description:
A malfunction alarm was reported. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support assisted the customer in resetting the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if any further issues occur.